Event description:
It was reported that pump insulin gauge displayed 0 units instead of expected insulin amount during cartridge fill, and issue persisted even after loading new cartridge and delivering test bolus. There was no reported impact to the customer¿s blood glucose level. Customer completed loading new cartridge with guidance from technical support, planned to use multiple daily injections as backup therapy, and was provided replacement pump and cartridges, with instructions to place pump in storage mode, reprogram pump settings, reconnect continuous glucose monitor to replacement pump, and return problematic pump using prepaid label.